Event description:
It was reported that the implantable cardioverter defibrillator did not record egms (electrogram) after delivering therapy. No further intervention was performed. There were no patient consequences.